Manufacturer narrative:
This report is for one (1) unknown femoral nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown femoral nail. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation surgery for a diaphyseal fracture on (B)(6) 2019, the connection screw could not be removed after the unknown nail was implanted and side-stopping was done. The issue was observed when the surgeon encountered a strong resistance with an unusual sound as the surgeon tried to rotate the connection screw in question to remove the unknown insertion handle from the nail. The surgeon successfully removed the connection screw with the use of an unknown driver and a wrench. Then an end cap was inserted and fixed on the nail properly. The surgery was completed with a thirty (30) minutes surgical delay. There was no adverse consequence to the patient. Concomitant device: end cap (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown femoral nail. This is report 2 of 3 for (B)(4).